Event description:
It was reported that t1 and t2 deployed together. No patient injuries were reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. There were two identical complaints opened for this procedure. One device per complaint. Neither the cartons nor product are identified with any complaint number. Because the devices were unidentified, they were evaluated together. Both complaints stated: "it was reported that t1 and t2 deployed together." Both devices are used. Both devices had t1, t2 and suture returned freed from the delivery needles. Both have had their anchors cinched close together. Both have their depth limiters attached, which were damaged. They are both creased and flared from tissue resistance. This is symptomatic of difficulty with reaching desired anchoring location. Device #1 has slight bend and twist of the delivery needle. T1 has suture looped around lengthwise and cinched. This condition is not conducive to successful anchoring. T2 has been damaged and has a "v" shape from being pulled back through tissue. This device cycled and actuated as expected. Device #2 has slight twist of the delivery needle. The distal end of the delivery curve has been slightly flattened. T1 and t2 both have suture unusually looped around the anchors and cinched. T2 has additional knots tied around. This condition is consistent with being retrieved from tissue post anchoring and is not conducive to successful anchoring. This device cycles and actuates but did not maintain the forward position. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed. Related MDR 1219602-2018-01081.